Manufacturer narrative:
The customer reported a leak in the catheter at the insertion site. The customer returned the solex catheter (lot #192581) to zoll with its serpentine balloon completely cut off (5cm away from the proximal end of the serpentine balloon). Since the catheter was returned cut, a functional leak test could not be performed. Therefore, the root cause of the reported complaint could not be determined. A functional leak test could not be performed due to the condition in which the catheter was returned.

Event description:
On november 15th, hypothermia treatment was initiated using the thermogard xp system with a solex 7 catheter (lot #192581) inserted into the patient's right subclavian vein. On the afternoon of november 21st, a leak was observed in the catheter at the insertion site. Consequently, the physician discontinued the targeted temperature management (ttm) procedure and removed the catheter. No injury was reported.